Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced a pod communication error while trying to activate a pod. The patient went to the emergency room. Symptoms reported included feeling weak and nauseous. The patient was treated with fluids and released 3 to 4 hours later. The pod was discarded.